Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device shut off and it was attributed to the battery contacts being contaminated, there was a film on them. During testing, prior to the battery contacts being cleaned the device did shut down four times. After the contacts were cleaned the device was powered up ten times and it never shut down without the on/off buttons being pressed. Analysis additionally noted that the battery drawer, lower case and side bail covers were contaminated. The generator was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the external pulse generator (epg) turned off while connected to a patient. The epg was returned for repair. No patient complications have been reported as a result of this event.